Event description:
It was reported, the patient presented at the hospital due to feeling shocks from the device. Upon interrogation it was observed the patient had received inappropriate shocks and atp due to undersensing. Technical support was contacted and reprogramming was recommended. Reprogramming was performed to resolve the event. The patient was stable.